Event description:
It was initially reported to target that the gdc coil detachment could not be performed. However, upon evaluation, it was found that the coil had broken, so add'l info was requested. From the add'l info received on 10/5/99, target was informed that when the power supply was started, the detach lamp showed detachment immediately, and same thing happened with another power supply. Since the physician changed cables, batteries, ground needles, etc and still the power supply did not work, he decided to remove the coil. However, the coil stretched and then broke off at the "pica" portion of the vertebral artery. This was the first coil and the power supply worked normally after this event. The physician did not provide info about the pt.